Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Programming history was received for review from a site in (B)(6). Upon review of the programming history it was noted that a vns pt had high impedance first observed on (B)(6) 2010 and their vns was programmed off on (B)(6) 2010. It is unk if the pt had any fall or injury preceding the event. It is unk if any surgical interventions have been planned. It is possible event could be related to a lead pin not being fully inserted into the header of their generator as discovered soon after implantation. Good faith attempts are underway for further details about the reported event.